Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced respiratory tract irritation dizziness and/or headache, asthma (new or worsening) kidney disease/toxicity, cancer, multiple myeloma, duodenal. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested. If any additional information is received, a follow-up report will be filed.